Event description:
It was reported that an unk amount of spectrum pumps under deliver medication (medication, programmed amount and delivery rate unk). The customer stated that the infusions are programmed to deliver 24 hours; however, often take 30 to 31 hours to infuse. The infusions involve chemotherapy medication and non-dehp tubing sets.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.